Event description:
Paramedics responded to a person, condition unk. The device was connected to the pt with disposable defibrillation/ECG electrodes and ECG electrodes for external pacing while the pt was transported to the hospital ER. According to the reporter, the device intermittently stopped pacing by itself and the therapy cable had to be held into the connector to keep the device pacing. The pt was delivered to the hospital ER and no adverse affects to the pt were reported as a result of the alleged malfunction.